Event description:
Follow up information received from the patient reported that they had no idea what caused the ins to shock them to the point that they needed to turn it off. The patient stated that they, as well as their co-workers, were really scared. The shocking was so intense that I had trouble understanding and explaining the how to turn the ins off to their co-workers. The patient was able to turn it off and afterwards their legs felt ¿like noodles¿ and they were very weak. They were afraid to turn it back on.

Event description:
The patient reported that they worked at a hospital and they were bending and changing their clothes when they got shocked really bad on the day of the report. Other people had to help them turn their implantable neurostimulator (ins) off. The patient later turned the ins on and everything seemed to be okay. The patient noted that they had been in the hospital environment before and never been shocked. There were no falls or trauma associated with this event. The patient was implanted for radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.